Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, that had been implanted, valve in valve, into a transcatheter bioprosthetic valve, coronary perfusion was verified. After access site closure, the electrocardiogram (ECG) noted st elevation and the patient became hypotensive. Femoral access was regained and aortography revealed the right coronary artery (rca) was occluded. An unsuccessful attempt was made to engage the rca with a catheter, so a snare was introduced. The tab of this valve was snared and back tension was applied. An aortography showed coronary perfusion to both the left and right coronaries. The patient became hemodynamically unstable and surgical intervention was performed. Both transcatheter valves were explanted and replaced with a surgical bioprosthesis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.